Event description:
It was reported that a generator was seen with high impedance a few months after implant. X-rays were provided with this report. However, the x-ray images do not appear to include a livanova vns and therefore the x-ray images will not be evaluated by the manufacturer as a result. Follow-up with the facility was conducted. The facility is claiming that the device is in-fact a livanova vns. The device was interrogated with a livanova programming system. It was suggested by the facility that the device may be sitting on an oblique angle making the device appear as a different shape. The facility is noted to implant any other vns devices. The absence of an a livanova x-ray tag on the generator in the image likely confirms the fact that the x-ray image does not involve a livanova vns. Further follow-up is being performed with the facility in regards to this x-ray. No other relevant information has been received to date.

Event description:
Later, it was reported that the generator was replaced and the device is unavailable for return. Impedance was ok following this replacement. A positional fracture cannot be ruled out at this time. As no viable x-ray image was provided by the facility despite the manufacturer's request, an incomplete pin insertion condition could neither be determined nor ruled out as the cause of the high impedance. The cause of the high impedance will be considered unknown as a result. No other relevant information has been received to date.

Event description:
Later the internal generator data was provided for review. No anomalies were identified within the generator. Due to a lack of variance in impedance after the generator entered a high impedance condition along with the information regarding the date of onset of high impedance, it can be reasonably assumed that a positional lead fracture is not the cause of the high impedance. Incomplete pin insertion will be ruled as the likely cause of the high impedance event. No other anomalies seen.